Event description:
The user facility reported that the device overheated during a case. The case was completed successfully using backup equipment, and there was no medical intervention or adverse consequences reported with the event.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that the device overheated during a case. The case was completed successfully using backup equipment, and there was no medical intervention or adverse consequences reported with the event.